Event description:
Doctor implanted a distractor. X-rays the following month revealed no problem. Pt reported hearing a popping sound ten days later. X-rays the following day revealed distractor had separated. Distractor was removed 10 days later.